Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the catheter ablation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that air was noted in the extension tube for flushing, so the sheath was replaced with a new one and procedure was completed. No patient complications have been reported. The product is not expected to be returned as it was discarded in facility.